Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced loss of pacing due to electromagnetic interference (emi). The duration of the loss of pacing was unknown. There was also anti-tachycardia pacing (atp) delivered as a result of the emi. The patient was brought into the office to evaluate the rv lead. Isometrics were performed and the noise was not able to be reproduced. It was concluded the loss of pacing was likely external. No adverse patient effects were reported.